Event description:
The event involved an unknown tubing set where it was reported that the tubing had a free flow event. There was unknown patient involvement and unknown harm reported.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If a return or any additional information is later received, then a supplemental emdr will be submitted at that time.